Manufacturer narrative:
Evaluation: the ptd catheter assembly was returned. The distal portion of the black pebax tip is missing from the distal end of the basket and was not returned for evaluation. There is evidence of use within the grey outer sheath and on the exposed section of the torque cable. A little over 1mm of the black tip remains on the distal basket sleeve. The heat shrink should cover the entire length of the torque cable. Further inspection reveals that the distal end of the heat shrink has accordioned back, leaving 1.5cm of the torque cable exposed. This indicates the device was used under excessive tension. Under x 4 magnification, the remaining piece of the black pebax tip was examined without findings. This indicates that the black pebax tip was used under excessive tension. Based on these findings, it is possible the event was use/procedure-related.

Event description:
It was reported during the procedure, the rubber tip separated from the end of the basket. This was not noticed until the basket was removed from the pt's graft. An x-ray was performed and the tip was reported as being in the pt's lung. At this time, the doctor stated the tip to the asymptomatic and will remain in the pt.